Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had not been followed since system implant. The device had declared elective replacement indicator (eri) and premature battery depletion was suspected. A review of the stored data identified untreated and treated episodes. Some episodes resulted from low amplitudes and noise which was oversensed resulting in inappropriate shocks. T-wave oversensing with some occasional undersensing was also identified. The episode in which undersensing was observed resulted in a delay in therapy of approximately twenty seconds after which the delivered shock converted the arrhythmia. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The device was subsequently explanted and returned for testing. This electrode remains in service. No adverse patient effects were reported.